Manufacturer narrative:
The investigation has been completed. The console (ic1876) was sent back for further investigation. The batteries were also likely exposed to water given their placement underneath the power battery manager, but there were no signs of visible damage. The root cause of the aic issue was contamination. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the burst pipe in the unit resulted in a flood which affected the console. No clinical details regarding resolution. No patient was involved.